Event description:
It was reported that revision surgery was performed due to the implantation of a right tibial base and right femoral component into the pt's left knee. The products were labeled appropriately; therefore, this is considered to be a surgical error.